Event description:
It was reported that the device was at eri due to inappropriate shocks from the rv lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event.